Manufacturer narrative:
Additional information was added to the following fields: h6: device codes.

Event description:
It was reported that this right ventricular lead was repositioned due to experiencing dislodgement and exhibiting intermittent capture and low amplitude waves. The lead remains in service. No further adverse effects were reported.

Event description:
It was reported that this right ventricular lead was repositioned due to experiencing dislodgement and exhibiting intermittent capture and low amplitude waves. The lead remains in service. No further adverse effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field. H6: device codes.

Event description:
It was reported that this right ventricular lead was repositioned due to dislodgement. No further adverse effects were reported.